Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was 589mg/dl. The customer's most current level was 439mg/dl. The customer states they treated with manual injections. The customer states their levels had also been as low as 53mg/dl. The customer attributes the lows to not having been eating very much. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.